Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system safety shield wouldn't detach from the hub during use after being activated. The following information was provided by the initial reporter, translated from (B)(6) to english: "during using, the nurse found that safety shield couldn't detach from the needle hub after activation, so the needle was stopped using."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/12/2020. H.6. Investigation: a device history report was conducted for lot number 8106248. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. The facility was able to submit samples for evaluation; bd engineers were able to observe a tilted v-clip during the visual observation of the device. The root cause for this occurrence is the design of this component. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system safety shield wouldn't detach from the hub during use after being activated. The following information was provided by the initial reporter, translated from chinese to english: "during using, the nurse found that safety shield couldn't detach from the needle hub after activation, so the needle was stopped using."